Manufacturer narrative:
Event site name: taikang tongji wuhan hospital. Additional information will be provided following the conclusion of the investigation.

Event description:
On 20th september, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the screws and cover on the spring arm of the shadowless lamp fell off. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of d1 brand name, d4 catalog # deem required. This is based on the internal evaluation. Previous d1 brand name: volista standop corrected d1 brand name: standop volista® previous d4 catalog # ardvst229019a corrected d4 catalog # none. Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the screws and cover on the spring arm of the shadowless lamp fell off. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preparing for surgery. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: not much information available (no pictures). The maintenance is carried out by a tiers party (no report available) the fst reported the presence of many impacts on the spring arm. To date, the exact root cause of the failure observed could not be determined. The most probable root cause: misuse and/or incorrect maintenace. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).